Event description:
A foreign body was discovered near the end of the surgical procedure and recovered. It is suspected that it is a piece of the disposable trocar used for the surgical procedure. The foreign body was observed and removed without complication or prolonged surgical time.